Event description:
In incoming inspection at distribution, it was found that there was a foreign material in package.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: evaluation revealed the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm to be the subject product. No further associated products were reported. A review of the device history record revealed no discrepancies. The seals and the original packaging of the item received were still intact. During the visual inspection a hair between the clear tube and the pouch was found. Thus, the pollution must have occurred during the packaging process at steripack, which was not detected during inspection. The event reported could be confirmed. Based on the above facts the root cause of the reported event was related to an inadequate packaging process. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. Nc # 869867 was initiated for further root cause investigation.

Event description:
In incoming inspection at distribution, it was found that there was a foreign material in package.